Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 426 mg/dl at the time of the incident. The customer¿s sensor glucose value was 399 mg/dl. The customer did not get any alert except alert on the high blood glucose. The customer was using insulin pump system within 48 hours of reported the high blood glucose event. The auto mode feature and automatically adjusting insulin at time of high blood glucose event was not active. The customer does not allege that the insulin pump was under delivering. The customer reported that the insulin exited at the quick release. The customer reported that their blood glucose started in the 200 mg/dl and was increasing. Subsequently, the customer treated themselves with the bolus from the insulin pump. The insulin pump will not be returned for analysis.